Manufacturer narrative:
This report is submitted on october 17, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced discomfort and tinnitus symptoms prior to device activation and was subsequently administered a steroid injection. It was further reported that the issues were resolved after device activation.